Event description:
It was reported that a pump exhibited force sensor test failure. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4) . No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A product sample was received for evaluation. Visual and functional tests were performed. The tube seal was damaged and the left plunger case was cracked. Event history log (ehl) showed force sensor test error. Power up process, check and test force sensor were performed and the reported problem was not duplicated; all the reading were within the required specs. All the crew-boss in the left plunger case were found cracked or broken which is the cause of the intermittent of the force sensor test error. Root cause could not be determined. Actions were taken to mitigate the reported issues: replaced the left plunger case; performed force sensor calibration and all functional tests passed. A corrective and preventative action has been opened to address the reported issue.